Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2yfx0, implanted:(B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they feel like the wire has moved or something. Patient stated they can feel it poke and if they sit or stand it is just uncomfortable. They also mentioned the vibration was too high and they had to turn it down a little. Reviewed therapy expectations. Redirected patient to healthcare provider to further address the issue. Patient stated they feel comfortable with their knowledge on the devices and requested to be removed from program.